Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that their incision site has been draining since the implant date, and they continue to experience pain. Patient mentioned that they initially saw their primary care physician (pcp), who diagnosed the incision as infected due to the drainage and prescribed antibiotics. However, after completing the antibiotics, the incision was still draining. When the patient later consulted their healthcare provider (hcp), they were told that the incision was not infected. They noted that the location of the incision site makes it difficult to cover with a pad or dressing. The patient was redirected to their healthcare provider (hcp) for further evaluation and assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that patient saw their primary care physician for a yearly check up on (B)(6) and was told their incision was infected as it was draining, so their primary care physician prescribed some antibiotics and was redirected to their healthcare provider. Last week when they saw their healthcare provider, they said the incision was not infected. Patient thinks the infection is still draining but they confirmed is healing much better.